Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fainting and symptoms have returned the same as before the pacemaker was implanted. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.